Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. As a result, the ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address this issue.